Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that the patient experienced a transient ischemic attack. On (B)(6) 2018 a 21mm watchman ® laa closure device was successfully implanted during a left atrial appendage (laa)closure procedure. As a post implant drug regimen, the patient was managed by dual antiplatelet therapy (dapt) aspirin and plavix. The patient experienced a transient ischemic attack (tia) prior to their 45 day follow up. At their 45-day follow-up a transesophageal echocardiogram (tee) showed that the device had canted resulting in a large peri device leak. The patient was referred to surgery, where the closure device was removed and the laa was surgically closed. The patient was recovering without complication.

Event description:
It was further reported that when the tia occurred that patient experienced minimal weakness that resolved very quickly with no residual effects.

Manufacturer narrative:
(B)(4).